Manufacturer narrative:
G1 - mfg contact office city: corrected. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
ICU medical learned on 30 january 2025 that a civil lawsuit was filed regarding a port-a-cath ii, ln: 21-4455-24, lot: 4256953. The lawsuit alleges that this port was implanted on (B)(6) 2023 for the administration of chemotherapy treatment at (B)(6) and explanted on (B)(6) 2023 at the same facility, and that the device was no longer functioning including extravasation of contrast along the catheter overlying the medial clavicle as well as contrast seen continuing to the end of the catheter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.